Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the access site bleeding most likely was patient condition related. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 52-year-old female with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported the 14 fr sheath was used for insertion. The sheath had sluggish flow down the impella-accessed limb so the team removed peel-away and placed the reposheath. The team repositioned the impella and discovered a hematoma. The hematoma had manual pressure held and blood products were given to the patient. The pump was explanted on day 3 of support after a successful wean.